Manufacturer narrative:
Explant was reported due to thrombus after about 2 months of device implant. The investigation found that there was limited mobility of one mechanical leaflet and the other was immobile. There was thrombus present at both pivot recesses, which had areas of calcification. Acute and chromic inflammation was present on the sewing cuff. Gram stains were negative for organisms. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications information from the field indicated that the patient seemed to have a tendency for thrombogenesis, possibly due to cholecysitis inflammation.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a sjm master series mechanical heart valve was implanted in the patients mitral position. On (B)(6) 2020 the sjm master's series mechanical heart valve was explanted due to thrombus. A 27 mm epic stented porcine heart valve w/ flexfit system was thought to be implanted as a replacement. Warfarin has been prescribed to the patient, but the internal medicine department at the hospital kept the patient's prothrombin time-international normalized ratio(pt-inr) rather low at 1.49 for the dialysis patient. The patient's fibrinogen was 690mg/dl and the plt(platelet) was 500,000¿l; the patient seemed to have had thrombogenesis tendency which might have been due to cholecystitis inflammation. The patient is stable.